Manufacturer narrative:
Investigation: one 5ml syringe in and opened blister pack from batch 9002522 (p/n 309646) was received and evaluated. It was observed there was a lengthwise crack extending from the zero line to the 4ml grad line and was rejectable per product specification.barrel jams were reported during the manufacture of this batch. Potential root cause for the cracked barrel defect is associated with the assembly process. It is likely the cracked barrel was due to jams at the assembly machine.DHR was performed and all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
Material no: 309646, batch no: 9002522. It was reported that before use of the 5 ml bd luer-lok¿ syringe sterile, single use, when medication was drawn into the syringe it leaked from a liner crack in the barrel while pushing versed. The following information was provided by the initial reporter: there is a linear crack in the barrel of the syringe not easily noticeable. When medication drawn up into syringe and during administration the med is leaking out of the linear crack this happened twice in the cath lab.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 309646 batch no: 9002522. It was reported that before use of the 5 ml bd luer-lok¿ syringe sterile, single use, when medication was drawn into the syringe it leaked from a liner crack in the barrel while pushing versed. The following information was provided by the initial reporter: there is a linear crack in the barrel of the syringe not easily noticeable. When medication drawn up into syringe and during administration the med is leaking out of the linear crack. This happened twice in the cath lab.